Manufacturer narrative:
All available information indicates that the device and rv lead remain in service. There is no additional information available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific crm received information that following the implant procedure for this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead there was non-conversion with 31 joule (j) and 41 j shocks during defibrillation threshold (dft) testing. Standard and reversed polarities were attempted and were unsuccessful. The appearance of the shock channel on the electrogram presented flat-like. A revision procedure was performed and the df-1 terminal pins were reversed in the header. The leads were disconnected and properly reconnected which resolved the issue. Dft testing was performed and the patient converted at 29 j and 31 j. To date, there have been no adverse patient effects reported.